Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
High capture threshold on the right ventricular (rv) lead was noted. The pacing and sensing portion of the lead was capped and replaced with a new lead. The defibrillation section of the lead remained implanted. The patient was stable with no adverse consequences.